Event description:
It was reported that the generator's battery indicator fluctuated from 75% to 25% in one month. Then two weeks later, it was at 50%. Diagnostics were run and found to be within normal limits. Attempts to obtain additional relevant information have not been received to date. No surgical interventions are known to have occurred to date.

Event description:
Additional programming history data was received for this patient which confirmed that the battery was not depleting prematurely.

Event description:
It was reported that the generator was at ifi=yes. The patient underwent generator replacement surgery and the explanted generator was discarded following the surgery. Therefore product analysis cannot be completed.